Manufacturer narrative:
A system log review could not be performed because system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The lesion was 3.9 cm in size and located in the left lower lobe. A 21g flexision needle and compatible forceps were used for the biopsy procedure. The diagnosis obtained from pathology was squamous cell carcinoma (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.